Event description:
It was reported that the patient¿s stimulation turned off the day prior to the report. It was noted that the patient was on an airplane and he stopped feeling stimulation. It was noted that when the patient ¿tried to increase the stimulation, the programmer said to turn on the stimulator, but it would let him decrease.¿ it was further noted that this ¿was normal behavior because the stimulation was off.¿ it was noted that the patient¿s recharger showed the implantable neurostimulator (ins) battery level as full with 0 bars of coupling. It was noted that the patient did not have problems recharging the device and it recharged fully in 3 or 4 hours. It was noted that this had been happening since november or december. It was noted that the patient¿s ins was turned back on using the recharger and the patient was able to feel stimulation. It was further noted that the ¿started to use his narcotics because of a loss of therapy.¿ it was noted that the patient¿s ins was implanted in the right chest and the leads go up to his neck. It was noted that the ins ¿provided stimulation to the trigeminal nerves.¿

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. The device was used for an off label indication. The therapy the device was used for was trigeminal nerve stimulation. (B)(4).

Manufacturer narrative:
(B)(4).